Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead impedances measurements, measuring at 2138 ohms. There was possible oversensing noted as well. Technical services (ts) recommended to have seen the patient in clinic for further evaluation and suggested reprogramming options. Ts stated to have x-ray performed. This rv lead remains in service. No adverse patient effects were reported.